Event description:
It was reported that the monitor image on the 9600+ sys goes snowie and then will not make x-rays. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure, reseated the cables and pcbs int he workstation. The sys was tested and found to be working as intended and placed back into svc.